Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported ''I have allergan breast implants.'' ''My silicone is leaking.'' ''I have lymph blockage and I¿m having some trouble.'' This record is for an unknown side. Device remains implanted.